Event description:
It was reported that during the procedure, the physician noticed green particles and "some type of mucus" floating in a bowl used to soak devices [including the device in question]. This bowl contained 1.5l sterile water with an added 6000u of heparin. This guidewire was removed from the solution and wiped with sterile gauze. It was then noted that some of the coating had come off the wire and some green material was transferred to the gauze. Continuous flush was maintained throughout the procedure and the physician is uncertain if any of this observed material entered the pt. The pt suffered a small infarct. The physician has questioned whether this may have been caused by the prior balloon remodeling procedure or perhaps may be attributable to the mucous particulate matter. The pt is reported to be recovering well.

Manufacturer narrative:
K023700, k002907.